Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The keypad buttons are not responding to user inputs during testing. Reportedly the pump is subjected to impact during the patient's fall causing keypad flex to be dislodged from the keypad flex connector.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. Reportedly, the ¿up, down, and ok¿ buttons are not responding after the patient fell with the animas pump. The product is being returned to animas. There was no adverse event associated with this complaint.